Manufacturer narrative:
H6: code 400(other): yielded jaws. Based upon the inquiry information received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic hernia repair device was spitting clips. There was no consequence to the pt.